Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: UDI-(B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned, the blue sleeve is gouged near distal end exposing some of the epoxy. DHR was reviewed and no discrepancies relevant to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the epoxy resin of the tip of the blue sleeve was damage during use. No further information has been made available at this time.